Event description:
Customer reported that a pt with known anti-kell and recently identified anti-c experienced a mild transfusion reaction due to failure to detect an anti-e. No death or serious injury was associated with this incident.